Event description:
It was reported to boston scientific corporation in 2008, that an enteral feeding - right angle feeding set was placed in a percutaneous endoscopic gastrostomy (peg) procedure three days later. According to the complainant, after placement, the right angle tube would not stay in place and was leaking. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The suspect device is not available for return due to being implanted. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The august 2008 15-month decompression tubes - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.